Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/reporter contacted lifescan to report the onetouch ultra2 meter was giving the error 2 error message. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. The patient reported that he intermittently obtained the error 2 error message on the reported meter when the power button was pressed; he was unable to obtain a blood glucose reading. On (B)(6), 2014 the patient experienced unspecified symptoms of high or low blood glucose levels, and the patient was taken to the emergency room. The reporter refused to troubleshoot the meter issue, therefore no further information regarding the issue was provided. The meter was replaced. The patient allegedly suffered symptoms suggesting severe injury after he was unable to test his blood glucose levels due to the meter issue, and received emergency medical attention. Therefore this complaint is being reported.